Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the reported event. The device was kept under observation for six working days and no issues were found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during preparation for use, the front panel was not operating as expected. The air/water did not start when the user switched it on after the processor was powered on and the scope was connected. The lamp also did not switch on when the user attempted it. The user switched the processor off. After two to three hours, the processor responded as expected. When the user tried again later, the issue occurred again. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the inability to reproduce the issue, it could not be determined if the reported phenomena occurred due to a malfunction of the subject device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.